Manufacturer narrative:
While it is unknown if the algin-x used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report.

Event description:
It was reported that a patient developed blisters on the palate and numbness and tingling of the tongue the day following a procedure performed using algin-x ultra. The patient took benadryl and reported an improvement; no medical attention was sought and the patient declined to return to the treating clinician for evaluation.